Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black unable to download crest/thus and unable perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly noted. The original pcb1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcb2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. A test pcb 1 was re-installed in a original pcb2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continue to download. The pump history download was successful using thus. Pump error 63 alarm (variableinfo = 15) is found in the downloaded history files. In conclusion, critical pump error (open book image) alarm and pump error 63 alarm (variableinfo = 15) confirmed due to a rf chip error (hardware error). Problem isolated to the electronic stack. Pump received with cracked select button keypad overlay and pillowing keypad overlay. Test reservoir/p-cap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.

Manufacturer narrative:
Retainer ring = black. Unable to download crest/thus and unable perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and no component or moisture damage on the electronic assembly noted. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. A test electrical board 1 was re-installed in a original electrical board 2, case, internal battery and motor. Powered the pump on using the aa 1.5 volt battery and continue to download. The pump history download was successful using thus. Pump error 63 alarm is found in the downloaded history files due to software error. In conclusion, critical pump error (open book image) alarm and pump error 63 alarm due to software error. Device received with cracked select button keypad overlay and pillowing keypad overlay. Test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.